Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had poor telemetry on the current and magnet electrograms (egm), which made it difficult to determine capture. It was noted that the right ventricular (rv) lead had high threshold measurements, which was consistent with historical measurements. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.